Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The history log for the device showed the pad-pak was first installed successfully in (B)(6) 2009 and peformed to specification up to the (B)(6) 2013. The device failed multiple self-tests due to a low battery between (B)(6) 2013 and (B)(6) 2014. Later on the same date the device passed a self-test and performed to specification up to (B)(6) 2015. The device records multiple manual power ons of less than one minute duration between the (B)(6) 2015.investigation was unable to replicate or find conclusive evidence of the reported fault. There were no 10 minute time outs recorded, the manual power ups of less than one minute duration may suggest the beginnings of membrane failure or the user was intervening to switch the device off. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.